Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, after an uka surgery was performed in 2021, the patient suffered from pain for two years following the procedure. As a result of this adverse event, a revision surgery was performed on (B)(6) 2023, which involved the removal of an engage uni system and a tka approach was implemented. Patient's current health status is unknown.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation has not been provided for evaluation. Therefore, there were no clinical factors found which would have contributed to the reported pain and subsequent revision. The patient impact beyond the revision surgery cannot be determined with the limited information. No further clinical assessment can be rendered at this time. Device specific identifiers were not provided. Therefore, an evaluation of the production records and complaint history review could not be performed. A review of the instructions for use documents for engage partial knee system revealed that pain has been identified in adverse effects and complications. There is not enough data available to conclude that the overall clinical benefit outweighs the potential risk profile when compared to the state of the art. The existing data identifies a potential signal that the performance is an outlier vs the state of the art with respect to the risk for revision. In addition, a historical review concluded that no previous escalated actions for this type of issue were identified. However, as a correction action a voluntary market removal will be performed for the engage cementless partial knee system due recent complaint data that indicates that the revision rate may be trending higher than corresponding similar devices in global joint replacement registries. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, joint tightness or patient condition. Based on this investigation, the need for corrective action may be indicated.